Manufacturer narrative:
A replacement transformer was sent to the customer. The product involved in this complaint was received and evaluation. The customer's complaint of a breached housing was confirmed which is a safety risk. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported to customer service that her transformer was cracked. When the transformer was received at medela it was determined to be breached by qe when evaluated.